Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an low blood glucose level of 43 mg/dl. Customer required assistance from medical staff who provided carbohydrates for the customer to consume to address bg level. Suspect cause was due to the customer requiring assistance with programing a temp rate in their pump. Tandem technical support guided the customer through correcting the temp rate to address the event.